Event description:
The customer reported generation of erroneous patient results generated for ise (ion selective electrode) na (sodium), potassium, and cl (chloride) involving their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics, and the number of patient samples affected is unknown.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and observed bubbles in tubing line #6. The fse reseated all electrodes, and connections securely, however this did not resolve the issue. Upon further review it was determined that the cause was due to faulty buffer valves. The fse the ise (ion selective electrodes) buffer valves which resolved the issue. Performed system verification successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).